Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0l1c8, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0l1c8, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported the infection had gone away in (B)(6) 2015.

Event description:
It was reported the patient had head pain, swelling, redness, incisional irritation, and purulent discharge from the incision. The entire system was explanted as an intervention and resulted in in-patient hospitalization. It was unknown whether or not the patient would be re-implanted. The etiology was related to the lead/extension tract and stimulator. The event was ongoing and possibly related to the procedure and unlikely related to the device or therapy. If additional information is received on outcome, a follow-up report will be sent.

Event description:
Additional information reported the entire event was entered in error. The patient was not pregnant at the time of the event and the fetal distress/death criteria should not have been marked.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0l1c8, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0l1c8, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported that the outcome was resolved without sequelae. Interventions included entire system explant on (B)(6) 2014. Diagnostic methods included examination/palpation. Lab results showed positive for staphyloccocus aureus on (B)(6) 2014. The patient had a staph infection. The event was possibly related to the device or therapy and possibly related to the implant procedure. Signs and symptoms included head pain, swelling, redness, incisional irritation, and purulent discharge from the entire device track from the stimulator to the leads and extension. There was one large infection along the device track. A CT without contrast showed soft tissue swelling over the vertex of the scalp, no visible fluid collection however streak artifact from the electrode leads limited evaluation. The severity of the event was noted as severe. The event resulted in in-patient hospitalization and necessitated medial or surgical intervention. The event resulted in fetal death or distress.